Event description:
The customer reported that during an esophagectomy, the device jaws became locked while on tissue and the knife was protruding. The device was cut off tissue to remove it. The surgeon opened another device and completed the procedure with no further difficulties. There was no pt injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained, a follow-up report will be submitted.